Event description:
It was reported that when the patient¿s system was removed part of the electrodes broke off and remained in the patient. It was later reported, the length of the broken lead that remained in the patient was no more than 1 cm.

Manufacturer narrative:
Product ID 3889-28, lot# j0527136v, implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was considered a potential replacement patient. The device had been explanted after "great difficulties."